Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that insulin was leaking from the reservoir during filling. It was stated that the customer pulls the reservoir almost all the way out. Advised that the customer should loosen the plunger prior filling the reservoir. No further info was provided.